Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2011. The history log indicates the device failed three self tests during this period due to a low battery. On investigation an inconsistent voltage measurement was found at the time of the test fails which would indicate a fault with the pogo-pins. Testing indicated that under load the current flow through the pogo-pins was sufficiently reduced when then pad-pak was agitated to trigger the low battery warning. The fault appears to have developed over time. No evidence was found of the device switching itself on. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.